Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the ventilator failed the extended self test crossover circuit test. The customer reported there was no patient involvement.